Event description:
It was reported that during a recent follow-up the pacemaker was discovered to be in protection mode for magnetic resonance imaging (MRI). Technical services (ts) review of the device data showed there to be multiple MRI scans in the past that had been exited properly. After investigating further, it was determined that the last MRI was on (B)(6) 2025. Ts assisted with removing the device from protection mode currently. It was also observed that brady mode had been turned off since the last MRI. The pacemaker remains in service. It was stated that the patient experienced no adverse effects related to the event. Additional information received indicated that the pacemaker was subsequently reprogrammed and confirmed to be functioning normally.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that there was a failure to follow instructions. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of improper or incorrect procedure or method was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during a recent follow-up the pacemaker was discovered to be in protection mode for magnetic resonance imaging (MRI). Technical services (ts) review of the device data showed there to be multiple MRI scans in the past that had been exited properly. After investigating further, it was determined that the last MRI was on (B)(6) 2025. Ts assisted with removing the device from protection mode currently. It was also observed that brady mode had been turned off since the last MRI. The pacemaker remains in service. It was stated that the patient experienced no adverse effects related to the event. Additional information received indicated that the pacemaker was subsequently reprogrammed and confirmed to be functioning normally.

Event description:
It was reported that during a recent follow-up the pacemaker was discovered to be in protection mode for magnetic resonance imaging (MRI). Technical services (ts) review of the device data showed there to be multiple MRI scans in the past that had been exited properly. After investigating further, it was determined that the last MRI was on (B)(6) 2025. Ts assisted with removing the device from protection mode currently. It was also observed that brady mode had been turned off since the last MRI. The pacemaker remains in service. It was stated that the patient experienced no adverse effects related to the event.